Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. The 85% stenosed, 16 x 2.25 mm, target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.25 promus premier¿ stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The promus premier ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. There was evidence of hardened contrast media in the balloon body. A visual and tactile examination of the device found no signs of damage to the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. There was evidence of hardened contrast media in the outer extrusion. The tip was examined and there were no issues to note. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that the stent damage occurred. The 85% stenosed, 16x2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.25 promus premier¿ stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.